Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6)2019. It was reported that the patient had lost her insurance so the pocket revision surgery was cancelled. There were no plans to take the patient for a pocket revision. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 1.5 mg/day) via an implantable infusion pump. It was reported that the patient presented to the office for a scheduled refill and the hcp was unable to access the reservoir. X-ray imaging was performed which showed the pump was flipped. The hcp flipped the pump back to the correct orientation to complete the pump refill. The patient was going to have a pocket revision "to see if the patient was flipping the pump." It was unknown if the issue was resolved. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.